Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of hysterectomy? The diagnosis and indication for the index surgical procedure? What was the initial approach for the hysterectomy procedure? (Vaginal, open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the device a stratafix symmetric or stratafix spiral? If the suture was a stratafix symmetric: was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? If the suture was a stratafix spiral: was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? When did the bleeding occur? What was the source and triggering event of bleeding? Where specifically did the bleeding come from? Please provide details. What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required including results. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? Can you describe the appearance of the stratafix suture during second procedure? Did the stratafix suture break post-op? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that precipitated the event of post op bleeding? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent a hysterectomy on an unknown date and a barbed suture was used. Approximately 3 weeks after surgery, the patient reported vaginal bleeding. The patient was brought back to the operating room. The patient had emergency surgery out of county and a vaginal tear was found. Additional information was requested.